Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the unknown procedure, faradrive steerable sheath clear, was selected for use. It has been mentioned that air was detected at the side port after the procedure was completed. No patient complications have been reported. The product is not expected to be returned as it was discarded in facility. It was further reported that the farawave catheter was inserted prior to air being observed. The irrigation method used was a pressure bag for the sheath. The guidewire was pulled up to end of the tip of the catheter. No other issue has been reported.